Event description:
This morning caller saw on their t.v. Station locally where the f.d.a. Has issued warnings about ceramic hip replacements. Currently pt has no problems. Has an appointment with their doctor to discuss their implant.